Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for unrelated lung resection procedure, increased right ventricular pacing lead impedance and high right ventricular pacing threshold was observed during device interrogation. Device was reprogrammed. Patient remains in hospital.